Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: "upon removing tibial trial insert scoring occurred on the tibial baseplate from the trial insert."